Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a supply bag that became disconnected. The patient was involved, but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2011. The patient stated the following: the cause was unknown. Therapy had been going fine since the event and there was no patient injury or medical intervention reported.